Event description:
It was reported that the patient's Artificial Urinary Sphincter (AUS) experienced recurring urinary incontinence. During a surgical procedure, fluid loss within the system was identified. The source of the fluid loss was determined to be an unknown location within the tubing. The fluid loss was reported to be due to wear over time and was identified intraoperatively. The AUS was subsequently explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.